Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. The following are the lot numbers reported with unspecified malfunctions that lead to the significant surgical delay: 1 from lot no. 2098581, and 3 from lot no. 2111455. H11: correction in d4 (lot number).

Event description:
It was reported that during a meniscus repair, four (4) ultra fast-fix had unspecified failures. The procedure was completed with a surgical delay greater than 30 minutes using a competitor device truespan with plga. No further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair, the ultra fast-fix device had unspecified failures. The procedure was completed with a surgical delay greater than 30 minutes using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).